Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Painful - vagina [vulvovaginal pain]. Painful - tampons [medical device site pain]. Painful to remove tampons [complication of device removal]. Two of my tampons have had the string not at the bottom but it¿s attached from the side [device physical property issue]. Case narrative: consumer reported via e-mail that string is attached from the side of the tampon instead of the bottom. No serious injury reported.